Event description:
It was reported that during a da vinci-assisted supraglottic laryngectomy surgical procedure, the prograsp forceps instrument movement failed. The surgeon was not able to straighten the instrument. Once removed, the customer had to cut out the tip to remove the instrument from the cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found the instrument had the main tube broken. A piece measuring proximately 0.112 x 0.181 and 0.291" x 0.175 was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. Additional observations not reported by site that are related to the customer reported complaint: the instrument was found to have a dislodged proximal clevis. The proximal clevis and the rest of the distal end was found to have been detached from the main tube and the rest of the instrument. The instrument was also found to have a broken grip cable at the proximal clevis hole and a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.068 - 0.191 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse.